Event description:
Infection right ear; foul smelling pus drainage right ear [ear infection]. Foul smelling puss drainage purulent drainage right ear [purulent discharge]. Greenish yellow drainage right ear/brown and foul-smelling [otorrhoea]. Ear pain/right ear pain recurred [ear pain]. Right ear feels clogged [ear discomfort]. Case description: this is a spontaneous report from a contactable nurse reporting for her daughter. An (B)(6)-year-old female patient received absorbable gelatin (gelfoam), (B)(6) 2015 to hold graft in place after tympanoplasty. Medical history includes a perforated ear drum since approximately 2011. Concomitant medications were not reported. On (B)(6) 2015, the patient had a right tympanoplasty. The mother reports that this surgery was done as the patient has had a perforated ear drum for about 4 years. The surgery went well with no complications. She noticed that her daughter had a foul smelling puss drainage coming from her right ear. She reports that it was discovered that it was some retained absorbable gelatin in her right ear from the tympanoplasty surgery. Mother states that physician explained to her that when the graft was placed, absorbable gelatin was needed for it to stay in place. She also stated that he told her that the absorbable gelatin was then liquefied. States that he told her that it was unusual that it was retained. Mother reports that the child's first infection started (B)(6) 2015 with foul smelling pus drainage, and her second ear infection was in the third week of (B)(6) 2015 with a brownish color, purulent drainage. As a result of this they went back to see the physician. He reported that her ear looked good then she got another infection, the third infection, in the second week in (B)(6) 2015. She reports that she then had another ear infection on (B)(6) 2015. She had no drainage with the third and fourth infections. She reports that the patient was placed on an antibiotic and once she finished the 10 days of antibiotics then she had another ear infection on (B)(6) 2015. Drainage with the first and second infection had been brown and foul smelling and had greenish yellow drainage last night, (B)(6) 2015 that has changed now to a brownish color with ear pain. The ear has also been clogged and has been the complaint initially with each infection. She stated it cleared up between infections and ear looked normal with a crust. She stated that the absorbable gelatin was crusted; hanging on the 2 o'clock position in her daughters ear. She reports that the pediatrician said that he still saw it. She reports that the child was experiencing no other symptoms related to congestion. States that as soon as her daughter says that she feels that her ear was clogged that is when she takes her to the physician. The action taken with absorbable gelatin was unknown as the physician tried to pick some out during visits(B)(6) 2015, and tried to manually remove it and there was still some in there. Mother reports that the pediatrician has been treating the patient with augmentin and was treated with cefdinir on (B)(6) 2015 as prescribed by the pediatrician. Another ear drop is what physician prefers to prescribe to her daughter. Ear drops pronounced as "cefdex". The outcome of the events was not recovered. Mother mentioned that she was taking her daughter to a different physician to have a culture done. Case comment: based on the information provided, this pediatric patient was treated with absorbable gelatin (gelfoam) for the purpose of holding on a graft during and after a tympanoplasty. The patient developed retention in the ear of the undissolved absorbable gelatin, accompanied by recurrent ear infections with purulent discharge and otorrhoea, ear pain and feeling of ear clogged. No malfunction of the suspect product was involved with the reported events. The reported events are assessed as due to the off label use of absorbable gelatin, which is approved for hemostasis. This case will be reassessed when additional information becomes available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of (B)(4) procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.